Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic converter and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a ¿burning odor¿ emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra) and service history review. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." Service history was reviewed from 12/16/2016 to 06/14/2017 for the issue of odor/haze and no significant trend was observed. The catalytic converter and oil mist filter were not returned for further evaluation as the fse stated the parts were saturated in oil. The assignable cause of the odor/smells is the catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.